Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the scanner was failed. The field service engineer replaced usb cable to resolve the issue. The system functioned as intended after field service engineer the troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system scanner failed. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.